Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in thresholds and impedance to high measurements. The lead was initially reprogrammed to unipolar which resulted in pocket stimulation. The physician opted for a lead revision for rv lead failure since the patient was pacer dependent. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.